Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main keypad assembly and determined the cause of the reported failure to be an intermittent shorting of the on/off switch "fingers" on the pcb due to some loose conductive material from the bubble of the switch. The observed discrepancy caused the test device to turn on/off by itself and also at times fail to respond to the on switch.

Event description:
It was reported that the device would power on/off by itself. There were no reports of pt use associated with the event.